Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the area near the opaque marker of a 7f 23cm brite tip catheter sheath introducer (csi) was noted to be frayed. The brite tip csi was attempted to be inserted from the right common femoral artery but was unsuccessful. The 7f brite tip csi was replaced with another 7f 23cm brite tip csi and the procedure was completed. There was no reported patient injury. The lesion was the right common iliac artery. The device was discarded and will not be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot 18107431 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip- frayed/split/torn - in patient¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, near the opaque marker of 7f 23cm brite tip catheter sheath introducer (csi) was noticed to be frayed. The brite tip csi was attempted to be inserted from the right common femoral artery but was unable to. The 7f brite tip csi was replaced with another 7f 23cm brite tip csi and the procedure completed. There was no reported patient injury. The lesion was the right common iliac artery. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.